Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. In turn, the patient had the ipg pocket revised to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.